Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was part of a patient infection. There was no report of adverse patient effects due to the infection at that time. Additional information was received which noted that the device system was explanted due to the infection. No additional adverse patient effects were reported.